Event description:
A ctr dir reported a pt with light sensitivity at one month lasik post-operative visit. Additional info from reporter indicated the pt's topical steroid dosage was increased. Additional info has been requested. This report is for the left eye, and additional report will be filed for the right eye.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was unsuccessfully verified prior the day of treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser sys functions were within specifications at this day. No technical root cause was identified as the sys was operating within specifications. The root cause could not be determined conclusively. (B)(4).